Manufacturer narrative:
Body wieght - (B)(6).

Manufacturer narrative:
Since a lot number was not reported, a review of manufacturing paperwork has not been conducted. No results available since no evaluation performed.

Event description:
This is part of a data collection project from dr. (B)(6) using the gore® propaten® vascular graft. - (B)(6) 2013 propaten vascular graft implanted as a below knee fem-pop bypass graft due to gangrene. - seroma identified. - (B)(6) 2013 patient received a right below knee amputation.